Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that they were trying different programming to improve therapy, as the patient was having therapy issues. It was noted that contact 2 was greater than 4000 and had been out of range like that since back in (B)(6) 2018. The following day the patient reported that they had been seeing the low ins battery icon intermittently; it had been showing up sporadically since (B)(6) 2019. Some programming was done on (B)(6) 2019, but the patient was scheduled for replacement surgery on (B)(6) 2019. The patient also stated that their ¿nr and hcp¿ said something about number 2 on the lead wasn¿t working, but that the hcp wasn¿t planning to replace, they would make that determination during the surgery. It was noted that they performed a CT scan on (B)(6) 2019 and compared it to the initial one and said that the lead was still in place. The patient stated that the hcp was going to replace the ins and potentially add another lead. No further patient complications are anticipated or expected as a result of this event.